Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the thirteenth report of forty five reports for the reported events from this facility. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative reported on behalf of a health professional that multiple ophthalmic handpieces that did not work as expected and presented with no phacoemulsification (phaco) delivery, loss of phaco, and recognition failure during surgery. It is unknown which specific handpiece experienced each specific reported issue respectively. Additional information has been requested but no further information is available.

Manufacturer narrative:
The phaco handpiece (hp) was received for this investigation. A visual assessment of the returned sample revealed no obvious nonconformities. The handpiece was connected to a calibrated resistance breakout box, where the output and input impedances were found to be within specification. The handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specifications. The handpiece was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).